Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found a complete lead with an external insulation abrasion 14.7 to 15.2 cm from the connector pin, consistent with friction to the device can, exposing the outer coil. All other damages found are consistent with procedural damage.

Event description:
This report is to advise of an event observed during analysis.